Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the photometer lamp to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided. (B)(6).

Event description:
The customer reported that the au480 clinical chemistry analyzer generated erroneous patient results on multiple analytes (got, gpt and urea). There was no change in patient treatment in association with this event. The results were not released from the laboratory. Got (glutamic-oxaloacetic transaminase) = ast (aspartate aminotransferase). Gpt (glutamic-pyruvic transaminase) = alt (alanine aminotransferase). Urea = blood urea nitrogen (bun). The customer did not specify if the results were false high or false low.